Event description:
Customer reported that she had to press the act button a few times to get a response. Customer stated that they kept receiving no delivery alarms during bolus. It was noted that the alarm was resolved by a complete set change. Customer's blood glucose reading at the time of the call was 400 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.